Event description:
A report was received that a patient's ipg was depleting quicker than it should. The physician suspected device malfunction. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that a patient's ipg was depleting quicker than it should. The physician suspected device malfunction. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was replaced. The patient was doing well after the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.